Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va0c8zq implanted: (B)(6) 2014 product type lead product ID 3389s-40 lot# va0c8zq implanted: (B)(6) 2014 explanted:. Product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was breaking out in a rash, almost like shingles, on the back of their neck near the leads. The patient¿s healthcare provider thought it might be an infection and administered antibiotics for temporary cleanup. The patient keeps digging at the rash. The patient was is to follow up with their healthcare provider. The issues reportedly began around the middle of oct-2016. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.